Event description:
During an aaa repair utilizing the zenith aaa endovascular graft, when attempting to advance the top cap off the suprarenal stent, the top cap would not advance and the inner cannula began to bend. The operator changed hand positioning from the near the pink hub and moved positioning closer to the pin vise. The pink hub was then turned once without any noted release to the tension experienced. Subsequent efforts resulted in the top cap "popping" off the suprarenal stent. Device was then deployed without any further complications or injury to the patient.